Event description:
The customer stated that the central monitoring system (cns) screen has become frozen and unresponsive to touch or device input. There is no waveform movement on the screen. They stated that this has happened before over the last few weeks. MFR ref #: 8030229-2014-00181.